Event description:
Unfortunately both double sided tensioners on the dall miles kit were not grabbing the cable allowing it to tighten. Another spare tensioner was available for use and case was completed as planned without any delays. No further info are available at this stage.

Manufacturer narrative:
Eval of the device cannot be performed as the device was discarded and was not returned to the MFR. The lot code for the reported device was not provided. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.